Event description:
In (B)(6) 2010 the patient began peritoneal dialysis (pd) therapy intraperitoneally. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On that same day, prior to the start of antibiotics, a peritoneal culture was performed and the result was unknown. A peritoneal effluent analysis was not performed. On (B)(6) 2010 the patient began remedial therapy with vancomycin (2gm, loading dose, intraperitoneally (ip), fortum (1gm, daily, ip) and heparin (2000 iu, three times a day, ip). It was unknown whether the peritonitis resolved. Pd therapy was ongoing, as was remedial therapy with fortum and heparin. Concomitant medications were not reported. The reporting nurse stated that the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.